Manufacturer narrative:
It was reported that the patient had a gynecological procedure on (B)(6) 2011 in order to treat stress urinary incontinence and uterine prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was also reported that the patient underwent a surgical procedure on (B)(6) 2011 and obytryx was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, bleeding, infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that the patient underwent the following procedures: on (B)(6) 2011, partial removal due to recurrent pain in upper vaginal and suprapubic area and incomplete bladder emptying; on (B)(6) 2011, exploration/excision of old tape, placement of new tape and anterior repair due to erosion of a transobturator. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2011 and mesh and obtryx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent urethrolysis and excision/removal of the tape on (B)(6) 2015 by dr. (B)(6) due to urethral stenosis and urinary incontinence at the (B)(6). (B)(4).

Event description:
Details: it was reported that the patient underwent urethrolysis and excision/removal of the tape on (B)(6) 2015 by dr. (B)(6), md due to urethral stenosis and urinary incontinence at the (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage, inflammation, discomfort, dysuria, urinary frequency, and urgency.

Event description:
It was reported that following insertion the patient experienced urinary leakage, inflammation, discomfort, dysuria, urinary frequency, and urgency.